Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10jan2019. International UDI #(B)(4). The service engineer (se) inspected the device. The se could not duplicate the reported issue but found that the unit could not boot up. The se replaced the printed circuit board assembly (pcba) to address the issues and the ventilator passed all testing.

Event description:
It was reported that the ventilator had a flow sensor out of range. No patient involvement. Event date not specified; estimate used